Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07/02/2020.

Event description:
After repair of the device for the power switch and power supply, the customer got an error code indicating air liftoff failure. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred. The device was evaluated by the customer with assistance from a philips remote service engineer (se). It was confirmed that the blower and bmc (blower motor controller) will need replacement. The customer replaced the blower and blower motor controller and the reported problem was resolved. The ventilator successfully passed all required testing.